Event description:
The following info was provided by the cook area representative based on comments made by the user: during an endoscopic retrograde cholangiopancreatography (ercp) of the liver, the breakthrough channel of the fs-omni did not work properly. During splitting of the fs-omni, at a certain point, approx 30 cm from the tip of the fs-omni, the splitting worked poorly. The result was that the guide wire was trapped/caught in the breakthrough channel and did not stay in the locked position in the wire lock. Wire guide access to the duct was lost due to this difficulty. The procedure was able to be finished with this device. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.